Event description:
It was reported that this lead was surgically abandoned due to a fracture with over 2500 ohms of impedance measurements. A new lead was implanted. No additional adverse patient effects were reported.